Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that the patient's implanted device was not properly working and that the condition was already corrected. Additional information was obtained from the field representative which indicated that the patient had a pulse generator changed out two years ago and had a routine device check in a different office. The following physician had last seen the patient way back on the time of the device replacement. The device is still actively implanted. No adverse patient effects were reported.